Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 10.8-11.0cm from the proximal end of the svc shock coil, consistent with the device can. The etfe coating was intact at this location.

Event description:
It was reported that the lead was electively explanted due to pain and discomfort at the implant site. No electrical or lead anomalies were reported. The patient condition was stable.